Event description:
There was a report of a pump malfunction by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump and assisted in the process. The malfunction did not recur, and the customer was advised to continue using the pump, with the instruction to call back if the issue persisted.